Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the inaccuracy was confirmed by analysts. The pump was found to be out of specification. The expulsor was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device over infused. This occurred while testing. There was no patient involved.